Manufacturer narrative:
Product analysis: optical and microscopic examination of the implant returned for analysis identified deformation, cracking, and fracture at the inserter mating face, consistent with significant impact during attempted implantation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a surgery at l4-l5 due to spondylolisthesis and stenosis. Intra-op, the cage cracked while the surgeon was attempting to implant it. There were no fragment of the cracked implant remaining in the patient. There were no patient complications as a result of this event.